Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that balloon ruptured at 12atm. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter first name: updated.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that balloon ruptured at 12atm. The procedure was completed with another of the same device. No patient complications reported.